Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Correction: the statement ¿this is report 1 of 2 for (B)(4). ¿ was inadvertently omitted from the initial medwatch report. The statement has now been added accordingly.

Event description:
This is report 1 of 2 for (B)(4). It was reported from china that during a hip glenoid ligament repair procedure, it was discovered that the anchor on the gryphon t br ds anch w/oc device was broken off. All the broken parts were removed. Changed to another device to continue the surgery, but the same problem occurred again. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from china that during a hip glenoid ligament repair procedure, it was discovered that the anchor on the gryphon t br ds anch w/oc device was broken off. All the broken parts were removed. Changed to another device to continue the surgery, but the same problem occurred again. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. E1: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4, h4, UDI: the device manufacture date and expiration date were unavailable in the initial medwatch report. Therefore, the UDI was incomplete. The UDI number, device manufacture date and expiration date has been identified and updated accordingly. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (271l396), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.